Event description:
Patient came from the or while intubated and under sedation to have MRI neck done. Invivo monitor failed to provide endtidal (etco2) for anesthesiologist and nurse, anesthetist. Numerous attempts were made with no results. We then decided to use another MRI monitor for endtidal readings. Note that only etco2 did not work properly.